Event description:
It was reported that the patient¿s healthcare provider (hcp) ¿wanted me to call you so that you could reset my stimulator, it¿s not working at all, it hardly takes a charge and when it does it won¿t hold a charge.¿ the patient stated this had been happening ¿for quite a while, several months now.¿ (2014). A request was made to meet with the manufacturer¿s representative (rep). The rep. Met with the patient and a second overdischarge was confirmed. A physician mode recharge (pmr) was performed which successfully reset the device. A power on reset (por) occurred with an unspecified code but was successfully cleared. After the por was cleared reprogramming was done and the patient reported 100% coverage and recharge education was complete. It was noted the patient stated that after his first overdischarge his implantable neurostimulator (ins) had trouble holding a charge and it got too frustrating to keep charging the ins so he let it go. It was noted the cause of the issue was not determined or resolved. No diagnostic testing or troubleshooting was performed but would be in the future. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. However, even though the patient¿s coverage was great the patient as getting their entire system replaced with a different manufacturer on (B)(6). It was noted that when the device was returned it was noted the patient wasn¿t using stimulation. There was no patient death associated with this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (sn (B)(4)) found that the batter was at end of service (eos) due to three overdischarges.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 3708140, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2015-(B)(6), product type: extension. Product ID: 3708140, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2015-(B)(6), product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).